Event description:
A us distributor reported that a patient's electrode belt's cable was damaged and was experiencing arrhythmia alarms. A us distributor reported that a patient's electrode belt was gelled.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (arrhythmia alarms, damaged cable, gelled belt) was confirmed due to the cable being pulled from strain relief, damaging wires in the cable. The belt did not pass detect and treat testing. The root cause for the strained cable was unable to be positively identified. There was no adverse event that resulted from the damaged belt.